Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged usb port is loose and have to hold it in place for pump to charge properly. The customer's blood glucose level was 60-200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.